Event description:
It was reported that after showering, the user¿s pump stopped receiving glucose readings from a paired dexcom g7 sensor, and the pump displayed a brief sensor issue alert that subsequently cleared. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education, advising the user to wait for the alert to clear and to call back if readings did not resume. Investigation of this case revealed a transient communication interruption consistent with a brief sensor issue, with no confirmed malfunction of the pump or sensor components. It was concluded, based on previously established findings for similar reports, that the cause was transient signal loss consistent with normal device behavior recovering without corrective action.